Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: screen becomes noised a root cause could not be identified. Based on the results of the investigation: the most probable cause of screen becomes noised due to cause ap board being not good failure and the most probable cause of ap board being not good due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a noisy screen. There was no patient involvement.